Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6), customer reports generator console display is blank. Covidien product monitoring has made multiple attempts to contact customer for pt and procedural info with no response. During initial customer contact, covidien service dispatch asked; are you aware of any injuries to pt/staff customer reported no.